Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, 'constant air in line' was reproduced. A review of the history log revealed as 'air-in-line! ' messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of specifications. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.